Event description:
It was reported that they drained water from the right port but was still unable to get water temperature higher than 22c in an arctic sun device. They requested a quote for the 2k hour service and a loaner. The customer stated the device was not heating during rewarming. They had conducted no testing on the device. They discussed sending in data files and running a functional test of the device. Per follow up information received via task on (B)(6) 2024, no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device was evaluated upon receipt. Device not heating. Replaced heater. Performed pm procedure. Replaced mixing pump head, circulation pump head, drain valves, manifold o-rings, coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they drained water from the right port but was still unable to get water temperature higher than 22c in an arctic sun device. They requested a quote for the 2k hour service and a loaner. The customer stated the device was not heating during rewarming. They had conducted no testing on the device. They discussed sending in data files and running a functional test of the device.